Manufacturer narrative:
The investigation determined higher and lower than expected vitros phyt quality control results were obtained from three different quality control fluids on a vitros 5600 integrated system. The most likely assignable cause is instrument related, as the results of the phyt within-run precision test were outside of ortho guidelines, indicating the vitros 5600 integrated system was not performing as intended. Ocd field service performed service actions to the immuno-wash subsystems of the 5600 analyzer and acceptable phyt performance was obtained following these service actions. In addition, a calibration issue could not be completely ruled out as a contributing factor. The investigation found no evidence the vitros phyt reagent malfunctioned.

Event description:
A customer observed higher and lower than expected vitros phyt quality control results obtained from a vitros tdm performance verifier control fluid and two different non-vitros biorad controls on a vitros 5600 integrated system. Tdm performance verifier iii lot p3999 = 38.3, 38.3, 37.0, 37.0, 36.7, 36.3, 35.9, 35.8, 32.3, 31.9, 39.17, 38.93, 38.92, 38.34, 38.12, 37.72, 37.26, 36.73, 36.66, 36.06, 35.41, 35.05, 34.81, 34.75, 34.41, 38.31, 36.61, 36.71, 34.03 versus expected result of 26.5 ug/ml. Biorad phyt l3 lot 46543 control results = 12.4, 20.5 ug/ml versus the expected result of 17 ug/ml. Biorad phyt l3 lot 40873 control results = 28.53, 27.91, 26.80, 25.40, 24.42 versus expected result of 19.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros phyt while quality control results were outside of expected ranges, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).